Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture, baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture, baker grade 4. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported "hardening of the breasts," "stings that cause pain and discomfort," "rashes/skin allergies", "emotional damage", "capsular contracture, baker grade IV," "small amount of fluid around implant," and "breast nodules" on the left side. "Excessive fall of hair, among other symptoms" also reported but not considered device related. Device remains implanted.